Event description:
It was claimed by a customer that patient had fallen off the auralis mattress. The patient suffered from the backpain. (Not a serious injury). The customer claimed that the patient was found on the floor between 10 and 11 am. The patient is passive, terminal and unable to move on its own. During the interview it was claimed that the upper bed rails were raised (non arjo bed was used with the auralis mattress), however, the leg side rails were not raised. The sliding sheet was also lying on the bed when the event occurred. The customer alleged that the mattress seemed to be slightly raised in the upper left corner. It is unknown if the bed was in the flat position during the event. According to the photographic evidence gathered by arjo representative the mattress CPR module was double-folded under the mattress from the head end of the bed. During the interview on (B)(6) 2024 arjo employee became aware of the second event that took place on (B)(6) 2024, the patient half fallen out of th bed. The patient wa.

Manufacturer narrative:
The investigation is on-going. The conclusions will be provided upon the investigation complexion.

Manufacturer narrative:
It was claimed by a customer that patient had fallen off the auralis mattress. The patient suffered from back pain (not serious injury). The customer claimed that the patient was found on the floor between 10 and 11 am. The patient is passive, terminal and unable to move on its own. During the interview it was claimed that the upper bed rails were raised (non arjo bed was used with the auralis system), however, the leg side rail was not raised. The non arjo sliding sheet was also lying on the bed when the event occurred. The customer alleged that the mattress seemed to be slightly raised in the upper left corner. It is unknown if the bed was in a flat position during the event. According to the photographic evidence gathered by the arjo representative, the mattress CPR module was double-folded under the mattress from the head end of the bed. During the interview on 24 oct 2024, arjo employee became aware of the second event that took place on 20 oct 2024, the patient half fallen out of bed. The patient was lying on the bed platform, however with their legs outside the bed. For us report: that event was reported under manufacturer report no. 3005619970-2024-00044. The onsite device inspection it was revealed that the system was in overall good condition, however it was observed that the mattress has a sideway curve. During the evaluation at the arjo service center, it was found that the mattress had the hose disconnected from the b-pad manifold assembly. That hose is the part of the connection where the air from the pump flows through the b-pad manifold assembly to the c-cell. The manufacturer was contacted to analyse the reported issue. Manufacturer decided to perform simulation of hose disconnection while the mattress is in use with a patient. The test involved placing a person on the mattress, first on the left side and then on the right side of the mattress, while disconnecting the hose during this time. It was revealed that in both cases the mattress started to deflate when the hose was disconnected. Despite this, the patient was still lying securely on the mattress. It has not been observed that, even when the side rails of the bed are not raised, there is movement of the patient which could lead to a fall. In the reported case, the top side rails were raised and foot end side rails were lowered. The reported patient's fall was not recreated during the simulation performed by manufacturer. The device inspection revealed also two additional things: firstly, CPR module double-folded under the mattress from the head end of the bed and secondly, the non arjo sliding sheet placed under the patient. According to the instructions for use for auralis system (o4.ai.0oen_07) illustrated the correct placement of the CPR module ¿to avoid serious injury or death, the CPR rapid deflation unit must be visible and accessible at all times.¿ in the reported issue the CPR placed under the mattress cover. CPR double-folded under mattress might cause that the mattress was slightly raised at this part of the bed. However, taking into account all information gathered, we do not see any connection between the place CPR and patient's fall. Additionally, a post-market surveillance analysis revealed that there was no complaint in the past in which such scenario could cause or contribute to serious injury or death. In addition, arjo representative observed during inspection that the sliding sheet make the surface slippery. However the link between the sliding sheet and the patient's fall could not be confirmed. The sliding sheet was not arjo one. To sum up, based on all information gathered, the exact root cause of the alleged patient¿s fall could not be determined. During the investigation there was no arjo device failure found that could have clearly caused or contributed to the reported event. Arjo device failed to meet its specification when the hose was found disconnected. The system was used with the patient. The complaint was assessed as reportable due to allegation that the patient fall from the auralis system (mattress&pump).

Manufacturer narrative:
The investigation is still on-going. The conclusions will be provided based on the investigation's completion.